Event description:
Customer reported the system continued to fluoro for a few seconds after button was released. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray switch. System operates as intended.